Manufacturer narrative:
The insulin pump alarmed with a motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The unit was unable to be checked for any compromised force sensor system alarms due to the motor error alarms. The motor was tested outside of the device and passed. The following cosmetic damage was also noted on the pump: cracked case at the display window corners, display window, and reservoir tube, along with minor scratches on the display window, a broken belt clip slot, and debris under the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while he was filling the tubing. The patient's blood glucose at the time of incident was 221 mg/dl. Troubleshooting was initiated for the compromised force sensor system alarm. The customer does not recall any significant events leading to the force sensor issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.